Event description:
It was reported that during the surgical procedure the system arm was slow in response and was having trouble opening and closing the instrument tips. No error messages were seen. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.